Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during lv lead repositioning procedure, low r-wave sensing was noted when the device was connected. Sensing was normal when it was checked on the programmer. After checking multiple times, issue still persisted. Physician suspected that the issue could be related to the device. Device was explanted and replaced. Patient¿s condition was stable post-procedure.